Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day, the patient was hospitalized for the event. The patient was treated with injection magnex (1gm, once in a day, intraperitoneally (ip)), injection vancomycin (1gm, once every 4th day, ip) and amikacin (250 mg, once daily, ip) for peritonitis. The outcome of the event was unknown. Pd therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.